Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had primary audible alarm, watch do failure. There was no reported patient involvement,.

Manufacturer narrative:
H3: one device was received for evaluation. The reported issue was confirmed in the event log history as alarms of acu watchdog failure, primary audible alarm bgnd test, travel reverse error and travel coarse error were identified. The root cause of the issue was a faulty speaker. The speaker was replaced along with all the damaged parts of the device. The device then passed all tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.